Event description:
It was reported bd sharps collector 8qt nest open top needle port had a damaged lid. The following information was provided by the initial reporter: "according to the customer's report, the lid hook was deformed."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd sharps collector 8qt nest open top needl port had a damaged lid. The following information was provided by the initial reporter: "according to the customer's report, the lid hook was deformed."

Manufacturer narrative:
H.6. Investigation: pictures were received as evidence to proceed with the investigation, also additional attempt to get more information was made, however, the customer confirmed there was no more available. The DHR review process cannot be performed since there was no lot number provided. A review of the ncmr¿s was performed and the result showed there were no issues reported like broken or damaged lids for the same part number (305343) throughout the last twelve months. According with this investigation there is not enough evidence provided by customer to determine the root cause of this issue, the information included in customer report indicates the product was sold in japan, were usually the products are being repackaged to sold them in native language (japanese). In addition, the product shipped to japan is being transshipped by a second provide of bd, they change the material from a trailer box to a sea container and is known that the major source of damage is during the loading and unloading process since the product is handling in towers of two pallets over a slip sheet which does not provide the strength of a wooden pallet.